Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On march 1, 2017, it was reported that the comb was damaged and the graft pieces were defective. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was december 12, 2016 where it was reported that the graft jammed and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 15, 2017 revealed that the comb was bent and the ratchet (2195) was frozen on the end of the roller. The left side plate was gouged and the pre-test could not be done due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 15, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and repair of the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the comb was bent. The ratchet was also frozen at the end of the roller. The root cause of the comb being damaged and the graft being defective was due to the bent comb. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, gears, and repair of the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the comb was damaged and the graft pieces were defective. Investigation results revealed that the comb was found to be bent. No adverse events have been reported as a result of this malfunction.